Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an electrical shock at the pocket site, the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue; however, analysis of the cp logs revealed the ipg to be in "service app". As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. Since the device entered the service app state on 12-april-2021, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed and a more thorough analysis could not be performed.